Event description:
It was reported that the imaging catheter got stuck in stent. The 90% stenosed, 3.0x34mm, target lesion was located in the mildly tortuous and mildly calcified proximal left circumflex artery (lcx). The lesion was pre-dilated and then the two non bsc-stents were then implanted at proximal lcx. Post dilatation was then performed; however, it was noted that the overlap area of the two non-bsc stents was not well apposed. When post intravenous ultrasound(ivus) was performed, it was observed that the guide wire exit hole of the opticross¿ imaging catheter was stuck on the distal end of the non-bsc stent. The stent was noted to be deformed/shortened. The opticross¿ was then removed by inserting an unspecified balloon catheter via an unspecified guidewire. The opticross¿ was removed intact from the patient's body. The lesion was then dilated with an unspecified balloon catheter. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).